Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, an incident which occurred on (B)(6)2024 concerning a niagara high flow catheter for hemodialysis with commercial reference (B)(4). It concerns a patient undergoing dialysis. The patient had a femoral catheter. When unclamping the arterial line, blood leaked from the tubing under the clamp. Tubing under the clamp. The nurse immediately re-clamped and called the doctor. The catheter was replaced by catheter of the same commercial reference. No clinical consequences for the patient. Leakage due to rapid re-clamping. No complications during the dialysis session. This is not a recurring problem. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing of the catheter is confirmed and was determined to be use-related. One 24 cm niagara catheter was returned for evaluation. An initial visual observation of the returned catheter showed abundant blood use residues throughout the device. A split was observed in the extension tubing of the red lumen just distal of the white sleeve of the extension tubing. A microscopic observation revealed a ballooned section of the extension tubing just distal of the white sleeve and just proximal to the clamp of the red lumen. The tubing appeared stretched with uneven fracture edges that curl inward from the tubing. Further investigation revealed a split caused by excessive pressure build up in the extension tubing of the device leading to a burst in the tubing. Infusing into the lumen while the clamps are engaged may cause device failure proximal to the occlusion site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.